Event description:
It was initially reported that the device would not operate with ac power. There was no pt use associated with the reported failure. Upon eval by physio-control, it was observed that the device would also not operate on dc power.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio reseated the ribbon cable from the power supply module to the therapy pcb to resolve the dc power failure. Physio replaced the power supply module to resolve the ac power failure. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed power supply module at the failure analysis center and determined the cause of the failure to be a partially shorted fe transistor, designator q1.